Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an e13/watchdog timeout alarm, a lost sensor alert, and a sensor end alert. The customer's blood glucose level was unknown. The customer removed the battery to stop the alarms, and then after reinserting it the display did not return. The customer called back later to report that after leaving the battery out for 2.5 hours that the device was working as designed. The customer was advised to monitor the device and to call back if problems persisted. Nothing was replaced or returned for analysis.